Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for lot#: 6126554 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there was no stock product from lot#: 6126554 available for review. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: failure to osseointegrate is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of bruxism and is taking bone medication. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Correction: b7 other relevant history.

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type IV. The patient has a history of bruxism and is taking bone medication. The patient presented on (B)(6) 2023 for a primary procedure on tooth #31. The patient returned on (B)(6) 2023 with swelling, discomfort, tenderness to palpation, purulent discharge from implant site, and granulation tissue surrounding socket osteotomy wall. It was at that time the implant was removed and replaced due to a failure to osseointegrate.

Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results: the DHR was reviewed for lot#6126554 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6126554 available for review. Investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø5.0 x 8 mm (70-1154-imp0014) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per the reported information, the patient has a history of parafunction and bruxism. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU-570 rev 3 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." CAPA ca-00016; CAPA 24-005. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type IV. The patient presented on (B)(6) 2023 for a primary procedure on tooth #31. The patient returned on (B)(6) 2023 with swelling, discomfort, tenderness to palpation, purulent discharge from implant site, granulation tissue surrounding socket osteotomy wall and infection. It was at that time the implant was removed and replaced due to a failure to osseointegrate. The implant site is healing well after implant removal.

Manufacturer narrative:
CAPA ca-00016; CAPA 24-005. Manufacturer referenc: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type IV. The patient presented on (B)(6) 2023 for a primary procedure on tooth #31. The implant was placed at 25 ncm at the time of placement. The patient returned on (B)(6) 2023 with swelling, discomfort, tenderness to palpation, purulent discharge from implant site, granulation tissue surrounding socket osteotomy wall and infection. It was at that time the implant was removed due to a failure to osseointegrate. The implant site is healing well after implant removal.